Event description:
Speculum used for pap smear spontaneously broke (one arm cracked with sharp point) causing small laceration to pt with small amount of bleeding. Speculum had not been dropped or otherwise injured, did not appear abnormal before insertion. The customer did not provide a pt identifier.

Manufacturer narrative:
The actual devices have not been returned to welch allyn for evaluation. Results: vaginal speculum.